Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: international journal of surgery 23 (2015) 41e45 - [(B)(4)-markides 2015.pdf].

Event description:
It was reported via journal article: ¿title : reversal of loop ileostomy under an enhanced recovery programme e is the stapled anastomosis technique still better than the handsewn technique?¿ author: g.a. Markides, I. Wijetunga, m. Mcmahon, p. Gupta, a. Subramanian, s. Anwar citation: international journal of surgery 23 (2015) 41e45. The aim of this case-control study was to determine if there are any real difference between the outcome of patients undergoing sa and ha when cared for under an erp. Between 01jan2008 and 31dec2012, 108 patients (n=74 male and n=34 female; mean age sd 61.9±14.4 years) underwent elective reversal loop ileostomy and were assigned into two anastomosis techniques: hand sewn anastomosis (ha) group (n=47) and stapled anastomosis (sa) technique (n=61). In ha group, either one layer closure using interrupted maxon suture or with a 2 layer folded closure using continuous pds suture. In sa group, a side to side anastomosis via two enterotomies using a linear tlc stapler/cutter (ethicon) and either cross stapling of the open ends using a tx linear stapler (ethicon) or suturing of the enterotomy sites. In ha group, complications included intra-abdominal collection (n=3) where one patient needed a re-operation, drainage of collection and formation of end ileostomy, postoperative bleeding (n=1), ileus (n=6) and wound infection (n=4). In sa group, complications included anastomotic leak (n=1), intra-abdominal collection (n=2), small bowel obstruction (n=1) treated with conservative measures, postoperative bleeding (n=1), ileus (n=15) and wound infection (n=6). Reversal of loop ileostomy under an enhanced recovery program appears to potentially neutralise the suggested sa benefits in terms of postoperative complications without any additional negative implications.